Event description:
As reported, the device did not pack correctly. However, upon evaluation of the returned device, it was noted that stent fragments of an unknown make and model were stuck in the distal tip assembly housing window. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because the lot number was not provided.